Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level was 516 mg/dl. The customer¿s blood glucose level was 516 mg/dl. The customer treated with pump. Customer declined to troubleshoot for high readings. Customer states that they have trouble with infusion sets and gets insulin flow blocked. The customer was assisted with troubleshoot for insulin flow blocked alarm and customer stated about the bent cannula. The insulin pump will not be returned for analysis.